Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two of her sure-t paradigm infusion sets broke on her as the hose disconnected from the needle that adheres to skin. The location of tubing detachment was near the quick release. Her blood glucose was over 400 mg/dl and was treated with a bolus. No further information available.

Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the glue was missing in the tubing connector (glue was misplaced on the tubing connector). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two of her sure-t paradigm infusion sets broke on her as the hose disconnected from the needle that adheres to skin. The location of tubing detachment was near the quick release. Her blood glucose was over 400 mg/dl and was treated with a bolus. No further information available.